Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed due to a broken video cable. A root cause for the broken video cable could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide-bundle of the insertion section is broken, and the light transmission is not given or too low. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had no image and an e226 scope communication error message was displayed. The issues occurred when preparing the device for use during a laparoscopic procedure. The operation was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the rigid videoscope had no image. And an e226 scope communication error message was displayed. The issues occurred, when preparing the device for use, during a laparoscopic procedure. The operation was completed using a similar device. There were no reports of patient harm.